Event description:
It was reported that during the implant procedure where the introducer site was tight, the physician was unable to advance the lead for positioning. The lead was removed after multiple attempts and another location was selected. The helix was found to be extended on the removed lead and would jump instead of extending smoothly. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to flattening, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage. Concomitant product: d334vrg implantable cardioverter defibrillator (B)(6) 2011. (B)(4).